Event description:
It was reported that there was a loss of sensing in the right ventricle in the evening following implant. During lead replacement, it was noted that there was fluid inside the insulation near the anchoring sleeve, and the doctor stated that the lead body was very rough near the point of fixation by the sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: outer tubing overlay breached cut; full lead returned and analyzed.